Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead had dislodged. It was noted on the x-ray that the slack of the rv lead had not been enough. Fluoroscopy showed that the position of the rv lead did not change completely. Fixation of the sleeves was loose, so an attempt was made to fix it again. When removing the rv lead the following day, the tip could easily come off without returning the screw. It was also reported that there was a pacing failure on the implantable pulse generator (ipg) occurred at night on the day of the replacement procedure. Subsequently, a temporary device was used until the replacement procedure was performed. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.